Event description:
It was reported that an ilet bionic pancreas became nonfunctional after the charging pad stopped working, resulting in the pump refusing to charge and the user transitioning to backup subcutaneous insulin therapy; the device did not display alerts or alarms, and a replacement charging pad was arranged. Symptoms included hyperglycemia with a reported maximum of 300 mg/dl over approximately 1.5 days and nausea with reduced appetite. Outcomes included elevated blood glucose requiring backup therapy and professional medical assistance without ketone testing. Investigation included customer interview, troubleshooting, and coordination for an emergency charging solution. Investigation of this case revealed a reported failure of the charging pad leading to loss of pump function. It was concluded that the charging accessory was not charging as intended, and a goodwill replacement was provided to restore therapy continuity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.